Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 she received scarring and welts from using the adhesive on the sensor. Patient claims her skin is red around the sensor pad and pink underneath the pad. Patient visited her doctor, who stated the scarring and welts were not very serious and suggested using hydrocortisone cream. At the time of contact with dexcom technical support, patient states her healing is a 4 or 5 on a scale of 1 to 10, with 10 being worse.